Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject guidewire through the microcatheter shaft and the physician noted that the guidewire tip coating was missing and uneven. Another guidewire was used to complete the procedure. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the guidewire was noted to be kinked/bent and deformed/stretched near the distal end. Also, the guidewire polytetrafluoroethylene (ptfe) coating was found peeling near the distal end confirming the reported issue. In case of this complaint, it is most likely that the tip of the guidewire and ptfe coating got damaged by the user while shaping the tip during preparation, leading to the reported friction. Because of this complaint appears to be associated with handling of the product or portion of the product during preparation of the product prior to use, a probable cause of handling damage was assigned to the as reported and as analyzed issue guidewire ptfe coating peeling.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject guidewire through the microcatheter shaft and the physician noted that the guidewire tip coating was missing and uneven. Another guidewire was used to complete the procedure. There were no clinical consequences reported to the patient due to this event.